Manufacturer narrative:
Block d4,h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): problem code 3191 captures the reportable event of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used during a procedure on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds did not show an image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device was not returned.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the lot expiration, and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used during a procedure on (B)(6) 2020. According to the complainant, during the procedure, the spyscope ds did not show an image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.